Manufacturer narrative:
(B)(4). Evaluation of the returned device found the clip was not fired. The proximal end of the flex-guide was heavily carved by the delivery tubeset, when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting. Resistance was created as the thumb advancer was deployed causing the garage leaves of the tubeset to became disrupted puncturing into the sheath. However, the returned condition indicated that additional force was applied to advance the thumb advancer and split the sheath almost to the distal end, resulting in bent garage leaves tearing the sheath and the torn sheath coiled into the tubeset. Eventually, thumb advancer deployment and sheath splitting stopped due to excessive resistance. The returned condition also revealed that the device was forcibly pulled out of the anatomy without utilizing the safety release as instructed in the instructions for use (IFU), resulting in bent locator wings. The IFU, under the closure procedure section, states: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. The root cause for bent wings is incorrect device removal technique. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device failed to deploy. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information received: manual compression was applied to achieve hemostasis in the common femoral artery.